Event description:
N/a.

Manufacturer narrative:
The codman disposable perforator was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported disengagement failure of a codman disposable perforator. The disengagement failure occurred during a craniotomy for hematoma removal procedure when making the first burr hole in the tent and dural damage was observed. Hemostasis and dural reconstruction were performed. The procedure was completed with a replacement product and the surgical time was extended more than 30 minutes. The drill used with the perforator was a midas rex (medtronic). It is unknown if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole. No further information was provided by hospital.